Event description:
Information was received that reported a patient was hospitalized in 2009, due an incident of diabetic ketoacidosis. Per the report, the patient presented to the hospital with vomiting and hyperglycemia after several days of elevated blood glucose. She was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
Customer has not yet returned the device to the manufactuer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.